Event description:
It was reported that the system would loose video to the monitors when the interconnect cable was flexed. When the system cannot display images on the monitors, it can cause the system to become unusable. (Intermittent loss of live image). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.